Event description:
The customer reported that the system displayed a collimator potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the issues were verified. The workstation power supply voltage at ps1 was increased to 5.04. The workstation power cord insulation was repaired. The dc voltage to the iris potentiometer was within normal standards and it was recommended that the collimator needs replacement, however the customer does not want the collimator potentiometer repaired as they plan to retire the system. The system was tested and found to be working as intended and put back into service.